Event description:
It was reported a balloon would not inflate on the first inflation during an iliac angioplasty of a calcified lesion via an ipsilateral approach. A tear in the balloon material was noted. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluaton indicated the shaft under the balloon was corkscrewed. A 4mm circumferential tear was noted 4mm proximal to the distal ro marker. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft under the balloon, and contact with a sharp external source, scratches on the balloon surface. It was also indicated this device was used in a calcified lesion. Co believes the above factors contributed to this event and do not attribute it to the device. Directions for use state: "due to extremely thin wall thickess of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon, do not reinfalte and remove carefully."